Event description:
A report was received that the patient was experiencing inadequate stimulation and felt some burning and discomfort at the pocket site. The patient underwent a revision wherein the ipg was repositioned and was doing well postoperatively.